Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced a system alarm, which could not be resolved. During troubleshooting, the operator noticed that the blood was darkening and decided not to rinseback, due to concern of clotting, resulting in 210 cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler was returned and evaluated. The system alarm could not be duplicated during testing and, the cycler performed in accordance with the required specifications. The exact cause of the system alarm is unknown and will continue to be monitored as part of the routine complaint process. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Occasional alarms during routine dialysis treatments are expected. The user's guide provides adequate steps for resetting system alarms. The user's guide also states that risk of clotting increases when the blood pump is stopped, and instructs to return the blood if the alarm cannot be resolved promptly. The reported blood loss had been reviewed with the facility and additional training was provided. Nxstage medical considers this report closed. No additional information will be provided.